Manufacturer narrative:
(B)(4). The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. Internal control number: (B)(4).

Event description:
As reported by the eye care professional, a patient was switched from the acuvue lenses into the private label for the o2optix lens (1 wear x r comfort). The patient began to experience irritation and suspended wear for one day. Lens wear resumed and three to four days later, the lenses were worn again and stronger irritation was experienced. The patient was diagnosed with two lesions in both eyes that resolved with treatment. The date of the event occurred in (B)(6) 2012. (The exact date is unknown). No further information was provided.